Event description:
It was reported that a patient¿s pump system was removed due to an infection a week after implant which occurred (B)(6) 2008. The infection was resolved. The healthcare professional (hcp) stated that they had not seen the patient since (B)(6) 2008. The pump was used to infuse baclofen (unknown). Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: catheter. (B)(4).